Event description:
It was reported while using bd vacutainer® sst¿, two (2) tubes cracked during centrifugation resulting in sample leakage. Sample had to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, two (2) tubes cracked during centrifugation resulting in sample leakage. Sample had to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-apr-2025. Investigation summary: bd received two photos and four samples for investigation. Both customer photos depicted four tubes with damaged bottoms that leaked blood. The four customer samples underwent visual inspection and a functional test for damaged tubes, with all samples passing both tests. Additionally, 30 retained samples underwent a visual inspection, and all passed. However, out of these, 10 retained samples underwent a functional test, with one sample failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking based on customer photo analysis and retain sample testing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.